Event description:
Patient presented to the physician with a hematoma at the neck incision site. Physician was concerned about the airway and the patient was intubated and airlifted to the hospital. Hematoma was treated with no specific details provided as to how. This resolved the issue.